Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving unknown baclofen with an unknown concentration for a total dose of 823.4 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient was in the hospital due to being unresponsive. It was noted that it came on suddenly. It was noted that the caller was a toxicologist and they were contacting them for the next steps. It was noted that the patient was not due for a refill (not due until (B)(6) 2017). The patient was seen at a rehabilitation clinic today ((B)(6) 2017), but there are not able to get in touch with anyone thereto confirm if the patient was given any medications other than what was in the pump. Emergency procedure card was sent as it sounded like they may stop the pump. It was reviewed the concerns with abrupt cessation of baclofen if the reason for the patient being unresponsive was not due to the pump (or potential overdose), and to engage managing healthcare professional (hcp). Contact information was provided in case the hcp caring for the patient needed to have the pump checked. The location of the symptoms was noted as other and was a sudden change in therapy/symptoms. Event date was noted as (B)(6) 2017. Additional information received from managing hcp reported they were unable to answer the questions sent to them as they do not know anything related to diagnostics completed or other follow up questions that were sent as the patient was at another facility. It was noted they had to cancel a refill that was due tomorrow because the patient was still in the hospital. It was noted they would have no further information until they get the patient's records from the hospital. Additional information provided reported that no determination was made on the cause of the patient being unresponsive and it was unknown if it was related to the device or therapy. According to notes, a local medtronic representative (rep) was contacted . A rep checked the patient's pump and indicated that everything was working properly. The patient was reportedly placed in the intensive care unit (ICU). The patient received supportive care, was intubated and put on a ventilator and received oxygen and intravenous (IV) fluids. As of (B)(6) 2017, the patient was awake, alert, asymptomatic and had good vitals. The patient's weight was unknown. The rep noted again that the reason for the issue was listed as unknown. No further complications were reported/anticipated.